Event description:
On (B)(6) 2013, the reporter contacted animas alleging that the night of (B)(6) 2013 the patient experienced elevated blood glucose (bg) of 580mg/dl. The patient was reportedly given a bolus of 7.3 units, but the patient¿s bg the next morning remained elevated at 496mg/dl. The reporter denied any site issues. The patient was then reportedly given a correction injection, and bg came down quickly. The patient¿s bgs had reportedly been elevated since (B)(6) 2013 and boluses have not been bringing bgs down. Customer technical support reviewed the pump with the reporter and found all settings and histories were correct. However, the reporter and the patient¿s healthcare provider feel there is a pump issue since bgs respond to injections but not to boluses. The pump was replaced. This complaint it being reported based on the allegation that the patient experienced hyperglycemia while using insulin pump therapy, and based on the allegation of a non-specific pump malfunction.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 9/12/2013 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.